Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having an unknown alarm. A review of the patient¿s treatment records identified that the patient drained 4500 ml during treatment. This drain volume is 180% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however to date not provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The scale reading error warning was confirmed. The ¿go/ no go gauge¿ check failed. The check failed on the left-side (display-side) front corner of the heater tray. An (as-received) simulated treatment was completed. The resulting treatment data sheet reflects the programmed treatment settings. During drain 6 of the treatment, an m65 (scale reading error warning) occurred. The alarm was cleared and there were no further alarms. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. Troubleshoot go gauge failure was performed, adjusted the m6 x 30 mm set screws in the heater tray mounting base to adjust the height of the heater tray. The ¿go/ no go gauge¿ check passed. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.